Event description:
The manufacturer received information alleging an issue with the device's active exhalation control module. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module needs to be replaced to address the issues. The device was not repaired per customers request.